Manufacturer narrative:
The charger will not be returned to advanced bionics. The pt is doing well with the charger and is exercising proper charging techniques. The pt's burn has reportedly healed. This is the final report.

Event description:
The pt reported getting a burn from the charger. Pt admitted to sleeping while charging. The product labeling instructs the pt not to charge while sleeping. The physician prescribed an antibiotic ointment to treat the burn.